Event description:
Cramping, bloating, nausea, diarrhea, dizziness, fainting, heavy bleeding during periods, pain during and after intercourse, constant pain everywhere, joint pain, back pain, blood clots, lower abdominal pain constant, especially on right side, I'm always in pain, depression, anxiety, no energy at all, muscle weakness, shakiness. My kids are effected by this and so is my fiance. My sex life is no fun at all it hurts too bad. It's horrible, no woman should have to suffer this much from something that's put in our body. I want mine removed as soon as possible.